Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump is not working as it should be. The customer's blood glucose was not provided at the time of the incident. The customer reported that they were unable to get out of the preparing to prime loop. Troubleshooting was provided, however the problem persisted. The insulin pump will be returned for analysis.